Event description:
The pt's flows dropped from 4 lpm to less than 1.5 lpm in a matter of mins, the pt coded and died. During the autopsy, a 300cc pericardial infusion was discovered and determined to be blood. The lvad was reviewed and all the valve connections appeared to be intact. The autopsy did not identify the cause of death. The cause of the pt's death is unk.